Manufacturer narrative:
The device was received. Investigation is not complete. Event problem: the event that is being reported was noted during verification testing, therefore, user facility event codes are not applicable in this case. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
During verification testing at the service center, the device did not sound an audible alarm tone during an alarm condition.